Manufacturer narrative:
One smiths medical level 1 hotline low flow system was returned for analysis with a damaged enclosure, tank cover, auxiliary outlet and bent micro switch. During analysis, tank was filled with water, attached temperature check, plugged in line cord, and turned the power switch on but the device wouldn't turn on. The reported event was confirmed. It was noted that faulty power switch was the cause of the reported issue. Service replaced the bad power switch to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be component failure.

Event description:
Information was received indicating that the off switch of a smiths medical level 1 hotline low flow system was broken. No adverse effects were reported. Device analysis completed on (B)(6) 2020 confirmed the reported event and the device could not be turned on.